Event description:
A malfunction alarm identified as malf 16 was reported, with no notable events occurring before the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised by technical support to switch to multiple daily injections (mdi) as a backup insulin therapy and was sent a replacement pump. Storage mode instructions were provided, and the customer was instructed to return the problematic pump within 10 days using a pre-paid label, which they understood and acknowledged.